Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during use on a patient, the valve was dysfunctional. It was impossible to advance the bypass through the introducer valve. (Related to MDR 3010252479-2022-00177 ) there was no consequence for the patient. Another device was used. No medical intervention was necessary. The device is not available." Additional info on 08apr2022: "impossible to advance the bypass into the valve for the first manta, less resistance for the second one."

Manufacturer narrative:
The device was not returned for investigation. No product return evaluation could be completed. The DHR was reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 18f ce manta was deployed for closure. No issues were encountered advancing or withdrawing procedural sheaths. During deployment, the physician encountered severe resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. When met with resistance it was "impossible to advance the bypass tube into the valve". The 18f ce manta and sheath were remove and a new 18f ce manta sheath was placed. During deployment of the second manta, the physician encountered moderate resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. No buckling or bending occurred to the bypass tube when met with resistance and was able to complete closure without further consequence. The IFU states in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.